Event description:
It was reported that this left ventricular (lv) lead potentially exhibited loss of capture (loc). The plan was to evaluate the patient when they would be in-clinic. The lead remains in use. No adverse patient effects were reported.